Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 error code 600.6875. 8015 sn: (B)(4) customer wanted to know how to correct this error code. I explained to the customer that he needed to replace his rf card. I also stated to the customer that if he changes this part and the error shows back up then he needs to replace his logic board. The customer said ok and stated that he would change the parts that I had referred, and if he has any more problems then he would call back. I said ok and the customer ended the call.